Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) with sphincterotomy the cutting wire of the subject device was broken immediately after they started an initial cut. The facility reportedly abandoned and postponed the procedure because they did not have any other sphincterotome. There was no report of pt injury regarding this report.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional info regarding this report. The user reported that they used electro surgical unit psd-60 and the surgical unit psd-60 had been set for 120w "endo cut mode" at the time of the procedure. The subject device referenced in this reported was returned to omsc for eval. The eval confirmed that the middle of the cutting wire was broken, and the broken part was melted and burned by high temperature. There was no missing part and abnormalities related to the breakage in the subject device. Omsc concluded that the cause of the breakage was likely due to high temperature caused by arc discharge. The arc discharge was likely caused by short contact length between the cutting wire and the papilla. The device instruction manual warns users that "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong." This report is being submitted as a medical device report in an abundance of caution.